Event description:
Defibrillator lead fracture. Lead inserted (B)(6) 2006, generator replaced (B)(6) 2013. Pt heard audible alarm, device disabled so no inappropriate therapies delivered, admitted to hospital for lead replacement.